Event description:
Additional information was received that indicated that product analysis was complete on the lead. A section of the lead assembly was returned for analysis in one piece. The lead's electrodes were not returned for evaluation. Visual examination of the lead identified two segments of clear tubing. Based on the appearance of the tubing, it is believed that this material was placed on the lead body by the user. However, the exact point in time of when this occurred is unknown. An abraded opening was observed in the inner tubing of the positive lead. Note that since the electrode array portion was not returned for analysis, an evaluation and resulting commentary cannot be made on that portion of the lead. Other than the above mentioned observations and typical wear and explant related observations, no other anomalies were identified in the returned lead portion. Medwatch # 1644487-2012-02647 was submitted for the abraded opening in the inner tubing

Event description:
The patient's explanted lead and generator were returned to the manufacturer on (B)(6) 2012. Analysis on the generator has since been completed during product analysis the generator was found to be at end of service and the "failure to program" allegation was duplicated. The end-of-service (eos) condition was determined to be the result of normal expected battery depletion, based on the battery life analysis and electrical test results. The pulse generator module performed according to functional specifications. There were no performance or any other type of adverse conditions found with the pulse generator. Analysis on the lead has yet to be completed.

Event description:
It was reported through clinic notes received on (B)(6) 2012, that the patient's mother felt that the patient had an increase in his cluster seizures in june. It was also indicated that the patient was referred for a generator and lead replacement as the generator was not able to be interrogated. Additional information was received indicating that the patient had replacement on (B)(6) 2012. Follow up with the surgeon revealed that the increased seizures were first observed on (B)(6) 2012. It was indicated that the increased seizures may be related to loss of therapy as the vns was unable to be interrogated. All of the patient's seizure types had increased and there were no causal or contributory programming or medication changes that preceded the increased seizures. The patient had a full revision due to the increased seizures and they are currently evaluating the patient's seizure frequency to determine if the replacement has resolved the increase. It was indicated that the lead was replaced prophylactically. Additionally the physician does not suspect an issue with the programming system as it has been functioning properly with other patients. Attempts for product return have been unsuccessful to date.

Event description:
It was reported through clinic notes received on (B)(4) 2012, that the patient's mother felt that the patient had an increase in his cluster seizures in (B)(6). It was also indicated that the patient was referred for a generator and lead replacement as the generator was not able to be interrogated. Revision is likely, but has not occurred to date. No additional information is known at this time.